Manufacturer narrative:
Date is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that ever since last week the patient was seeing the ¿por¿ (power on reset) message on their programmer (pp). It was noted that they had not had any known exposure to strong emi. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the power on reset (por) is not undetermined. The healthcare professional does not have anyone trained to perform an interrogation on the ins to confirm if it reached its end of service (eos). They scheduled for the patient and a manufacturer representative to meet in the office for inspection of the device. No further patient complications are anticipated or expected as a result of this event.